Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is issues with touch screen. Unable to change settings. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed device does not work the touch and presents the pca burned , the ui has cosmetic details such as scratches and has internal contamination. The customer complaint was reproduced. There was no error has been identified. The device was scrapped.